Manufacturer narrative:
The field service engineer (fse) reinstalled access 2 system software version 3.2 and manually edited the database to remove sample racks to resolve the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system software corruption is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.

Event description:
The affiliate stated the customer reported software assertion after loading the sample rack onto the sample carousel, and obtained error message bassertevent(0 == itubescancount) on the event log, involving the access 2 immunoassay system. The customer restarted the user interface (ui) and attempted to enter the sample manager screen, but the same assertion and user interface exit occurred. Beckman coulter customer technical support (cts) completed a database reorganization and consistency check. The consistency check passed, but this did not resolve the issue. Customer technical support (cts) instructed the customer to complete several system restarts of the console and instrument, but this was also unsuccessful in resolving the issue. As a result, the customer was unable to analyze samples and patients results were delayed. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.